Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 76 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.